Event description:
N/a.

Manufacturer narrative:
Updated data b4,e1(email), g3,g6,h2,h10.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during regular inspection, the cardiosave intra-aortic balloon pump (iabp) units tether assembly that connects the doppler and the main body was damaged and could not be wound. The unit was not in clinical use, there was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the assembly & volume disk, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.